Manufacturer narrative:
Batch review performed on 04 march 2015: lot 1314127 - code 01.15.10.0131: 25 handles produced and released on 04 april 2014. No anomalies found. Lot 108421 - code 01.15.10.0131: 15 handles produced and released on 25 january 2011. No anomalies found. From 2010 to date we registered 72 events about the breakage of the broach handle 01.15.10.0131, 46 complaints were registered about breakage of mobile peg of the broach handle. On 19 feb 2015 our r&d project manager checked the pictures received back stating that the breakages seem strange, but that the items need to be inspected in order to evaluate the root cause. To date, the broken items have not been received back. The last request was sent on 26 feb 2015.

Manufacturer narrative:
On 31 august 2015 it was prepared a final report with the information already submitted in the initial report. On 29 september 2015 the report was sent to the initial reporter and the case was closed.

Event description:
Ref imp # (B)(4).